Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back pain. In (B)(6) 2024 the patient noted some loss of pain relief from the system. Imaging was performed and found lead migration. Surgical intervention was scheduled to place the lead back to the original implant location. During the procedure on (B)(6) 2024 the existing implanted components were damaged while attempting to reposition, thus necessitating replacement of both the leads and the implantable pulse generator.

Manufacturer narrative:
There is no allegation of system or component failure and the initial plan for correction was to move the existing components to a more optimal position. During the procedure the components were damaged and subsequently discarded by the facility. There are no reports of obvious causes for lead movement. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.